Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle p t and aris mesh. Later the pt experienced pain, mesh erosion, urinary tract infection, incontinence, dysuria, dyspareunia, secondary prolapse, abdominal pain, bloating and an in office suture removal was performed.